Event description:
It was reported that the implantable pulse generator (ipg) migrated, and patient experienced a discomfort at the ipg site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2025.